Event description:
Same case as MDR ID:2134265-2014-06675. Reportable based on device analysis of the related complaint completed on 16sept2014. It was reported that ablation difficulties and guidewire resistance were encountered. A 330cm rotawire¿ and wireclip¿ torquer and a 1.25mm rotalink¿ plus were used to treat the target lesion located in the highly calcified mid right coronary artery. During the procedure, the physician attempted to debulk the lesion with a 1.25mm rotalink¿ plus, but this device was unable to ablate through the tight lesion. The burr was then replaced with another 1.25mm rotalink¿ plus and the same issue was observed. It was further noted that resistance was encountered while advancing the burr over the rotawire. The procedure was not completed. No patient complications were reported and the patient status was stable. However, device analysis of the related complaint revealed a damaged/blocked annulus of the burr possibly due to a fractured guidewire.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The visual and tactile inspection was performed and the device revealed a kinked along the body; the distal tip bent; and the spring tip detached. The outer diameter of the spring tip could not be measured as the spring tip is detached and was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).